Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported a request to interrogate the device to see if it "bolused" precedex. After the medication was infused, the patient reportedly "became severely bradycardic and symptomatic." The patient required to receive additional medication. When asked about the patient's outcome and status, the customer reported that the patient was eventually transferred out of the intensive care unit (ICU).

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported a request to interrogate the device to see if it "bolused" precedex. After the medication was infused, the patient reportedly "became severely bradycardic and symptomatic." The patient required to receive additional medication. When asked about the patient's outcome and status, the customer reported that the patient was eventually transferred out of the intensive care unit (ICU).

Event description:
It was reported a request to interrogate the device to see if it "bloused" precedex. After the medication was infused, the patient reportedly "became severely bradycardic and symptomatic." The patient required to receive additional medication. When asked about the patient's outcome and status, the customer reported that the patient was eventually transferred out of the intensive care unit (ICU).

Manufacturer narrative:
Additional information: annex a: a09, annex g: g04090, annex c: c07. Investigation summary: the reported issue alleging an over infusion of precedex was not able to be confirmed or replicated during the investigation. It was requested by bd that additional information was needed to perform a concise investigation such as the date and time of the event, what was the expected infusion parameters, and what was the intended drug due to receiving an incomplete drug name precede. There was no response with the information provided to bd. The pcu event log analysis found the last usage was recorded on the date on (B)(6) 2023 from the time of 10:09 am to on (B)(6) 2023 and time of 10:19 am. A basic infusion was performed on the pump module s/n: (b)6) that infused to completion as programmed at the time of 10:16 am. The rate was at 400ml/h with the vtbi at 40ml. The infusion parameters above were restored on the pump module but the infusion was not started at the time of 10:17 am. The pump module was turned off, shutting down the system, at the time of 10:19 am. The total volume recorded the basic infusion was 40.066ml. The investigation could not identify if the above infusion was associated with the alleged over infusion described as ¿interrogate the device to see if it "bloused" precedex.¿ the inspection and testing process did not find any existing malfunctions that may have caused an unexpected bolus or over infusion. The pump module was found to be infusing within specifications. The administration set was not provided; therefore, it could not be inspected or tested. Root cause: a root cause for the alleged issue of an over infusion of precedex was not able to be definitively identified from the minimal information provided. Additional information was requested but was not provided to bd. The suspect pump module was found to be infusing within specification during laboratory testing.